Manufacturer narrative:
Visual inspection of the returned product showed that a haptic plate and half of the optic was torn off and missing. The lens was returned dry.

Event description:
It was reported that the surgeon attempted to insert a cc4204bf collamer plate lens and the lens was torn while advancing in the injection system. The reporter stated the incident was due to a loading error. There was no patient contact.